Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The compact flash card was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the screen blanked out. The anesthesia machine was swapped out and the case continued with no further reported complaint. There was no reported patient injury.